Event description:
From staff: successful tavr [transcatheter aortic valve replacement] procedure, complicated by valve embolization requiring conversion to surgical avr [aortic valve replacement] with placement of a number 23 edwards sapien inspiris valve. From operative report: essentially the valve did not deploy correctly into the aortic annulus and subsequently embolized into the left ventricle. We immediately recognized this and called for backup surgical assistance, perfusion, and all preparation for sternotomy cut down and bailout. Patient remained hemodynamically stable during this time. We elected to leave the sheath and tavr device in the carotid artery which was covered to prevent dislodgement. We made a sternotomy incision and then proceeded to open the pericardium. The patient's act [activated clotting time] was noted to be over 400 seconds from previously administered heparin. Given the relative hemodynamic stability with low pressor requirement, we elected to proceed with central cannulation rather than femoral cannulation for cardiopulmonary bypass. Concentric purse strings were placed in the aorta (at an area free of calcification and plaque) and the right atrium and cannulae were inserted for cardiopulmonary bypass. [Redacted], rep with edwards lifesciences, involved and created a complaint [redacted].